Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. There was no motor error alarm noted during testing. The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor (gold). There was no excessive no delivery alarm noted during testing. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, and a scratched reservoir tube window.(B)(4)

Event description:
It was reported that the customer had a motor error alarm twice during manual prime. Customer was advised to revert to a back-up plan, but she does not have one. Customer was advised to contact her health care professional. Customer's blood glucose was reported being 160 mg/dl and 300 mg/dl. Customer stated that the pump was not dropped or bumped. Customer was asked to leave the battery in the pump and to zero out the basal rates. The insulin pump will be replaced.